Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead was dislodged and exhibited high thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).